Manufacturer narrative:
(B)(4). D10: cat: 110024462 lot: unk g7 dual mobility liner 40mm d. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the same day as initial implantation, the patient underwent a hip revision due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. Visual examination of the provided pictures identified the explanted bearing covered in bio-debris. No further evaluation could be made from the provided pictures. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and not submitted to radiology. The images are undated and at this time, unable to correlate with event. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.